Event description:
Customer reported the vertical column is hesitating when button is pressed. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and informed the customer this is normal operation for the new ps3 power supply. System operates as intended. This MDR is related to ge healthcare complaint number.